Manufacturer narrative:
High gradient: the following are the echocardiograms third party findings: ¿this is an extremely limited study that is presumably acquired as intraoperative imaging before and immediately after valve implantation. After implantation, the aortic bioprosthesis is grossly normal in appearance; however, it was not interrogated for gradients or for regurgitation. With the low nyquist limit and presumed under-filling of the lv, it is not possible to distinguish whether there was actual intra-cavitary subvalvular lv outflow obstruction. If present, it is unknown whether this was a transient immediate post-pump phenomenon, or whether is could have persisted later into follow-up. If high trans-valvular gradients were noted later in follow-up, submission of associated echo/doppler images could be helpful.¿ no product return.

Event description:
Reportedly the cardiologist is concerned about high pressure gradients and would like a third party review on an echo. Device remains implanted.